Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk; h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.0/1.0/012 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. Refractive surprise was observed, the lens remains implanted. Reportedly, "the patient is happy." Cause of the event is reported as unknown.